Event description:
Patient was prepped and positioned for procedure. Laser fiber was positioned near the target. Laser was firing appropriately, but would suddenly reset. Another laser was obtained from the rental company. The case was completed after a delay period. No harm to patient.